Manufacturer narrative:
(B)(4). Date sent: 6/23/2021. Batch # n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the bmi (body mass index) and gender of the patient? 50.8. Has a leak test been performed? Extravasation of blue in reoperation. If so, what kind and what was the result? No leakage. How was the leak identified? Peritonitis on 1 pod. How was the leak resolved? Drainage. What was observed at the leak site in the reoperation? Diffuse peritonitis. Have there been any problems observed with the formation of staples at any point during patient care? Did not see staples in reoperation. What is the current status of the patient? Patient at home, open fistula drained, enteral nutrition.

Event description:
It was reported that the doctor contacted us claiming that 24 hours after the surgery the patient had dehiscence in the staple line referring to the last stapling.